Event description:
The reporter stated that she did back to back blood glucose tests, using the same fingerstick, one after the other. (It was not determined during troubleshooting whether or not she had inserted the test strip completely.) Her results were 120, 140 and 156 mg/dl. She did not have any symptoms. On follow up, the lifescan representative reviewed qc procedures and meter/lab testing with the reporter.